Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged ac transformer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, alarm log review, and functional testing were performed. The damaged ac transformer was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the ac transformer was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.